Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the they experienced high blood glucose level. The customer¿s blood glucose level had been high 300 mg/dl and 400's mg/dl. The customer reported that they treated high blood glucose level with the insulin pump. The customer reported that the clear portion came off completely and battery cap also kept coming off. The customer reported that the reservoir was not able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.